Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 14 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported, that the pt presented with a type iii endoleak. There was remodeling of the vessel, due to regression of the aneurysm sac. The iliac limb separated slightly from the contralateral side of the bifurcation stent graft. The physician placed another iliac limb and the type iii endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (required secondary intervention) - results: endoleak. Remodeling of the vessel, due to regression of the aneurysm sac. Conclusion: remodeling of the vessel, due to regression of the aneurysm sac.